Event description:
A dialysis home patient reported 2 incidents of heater bag inflated with air during treatment using homechoice device, which may indicate a leak in the cassette of the homechoice set. The home patient discontinued treatment and there was no pt injury assoicated with either incident per the home pt.